Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level ranged from 129-130 mg/dl. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully.

Manufacturer narrative:
Device not returned.